Event description:
01may2020: spoke with (B)(6), she reported an additional occurred on a recent drain, fluid leaked between the access tip and catheter connection. She believes she heard the access tip click when connecting to her catheter but could not be certain. When starting drain a hissing sound was heard, could not tell if it was coming from the bottle or not and she noticed fluid was leaking from the connection of the access tip and her catheter. Her daughter stopped the drain and disconnected the bottle. There was no visible damage on her catheter or the access tip of the drainage line. They connected a second bottle and completed drain without issue. She has drained since and no leaks or other issues occurred. She has not had any discomfort or shortness of breath. Catheter is in her chest. Sample was thrown away. Email sent to (B)(4) to verify if replacement was requested and issue if one had not been.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation . No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
(B)(6) 2020: spoke with (B)(6), she reported an additional occurred on a recent drain, fluid leaked between the access tip and catheter connection. She believes she heard the access tip click when connecting to her catheter but could not be certain. When starting drain a hissing sound was heard, could not tell if it was coming from the bottle or not and she noticed fluid was leaking from the connection of the access tip and her catheter. Her daughter stopped the drain and disconnected the bottle. There was no visible damage on her catheter or the access tip of the drainage line. They connected a second bottle and completed drain without issue. She has drained since and no leaks or other issues occurred. She has not had any discomfort or shortness of breath. Catheter is in her chest. Sample was thrown away. Email sent to (B)(6) to verify if replacement was requested and issue if one had not been. (B)(4).